Event description:
It was reported to agilent technologies that during testing of the portable defib/monitor, the unit was found to have an error code in the system log. Additionally, the ECG and spo2 connectors were broken.